Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of hospitalization for low blood glucose levels. The customer's blood glucose level at the time of hospitalization was 20mg/dl. The customer states they were not admitted, but emergency personnel were called. The customer states they treated lows prior to emergency medical services personnel arrived, so they did not have to go to hospital. Troubleshoot was not completed due to call being disconnected.